Event description:
Caller reported experiencing an alarm 2 followed by alarm 26, which was related to repeated occlusion events. Customer's blood glucose level was not reported to exceed 500 mg/dl, and there was no mention of adverse impact. Customer resumed insulin and managed to bolus smaller amounts without changing supplies, although issues occurred more frequently under a level of 100. Cts provided off-label insulin messaging and referred the case to clss due to the frequency of occlusions experienced even after trying new methods and supplies.